Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the arterial monitor module unexpectedly lost power. The arterial monitor provides timers and temp and pressure monitoring displays. An alternate device was employed. There was no adverse consequence to the pt as a result of this event.